Event description:
It was reported that bare wires were observed during an in-office demonstration of the tps unidirectional footswitch. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that bare wires were observed during an in-office demonstration of the tps unidirectional footswitch. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.